Manufacturer narrative:
Concomitant medical product: boston scientific alliance ii inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Due to the condition of the returned device, a functional test could not be performed. A visual examination of the balloon showed a rupture along the length of the balloon. A visual examination of the catheter showed a bend at 23.5 cm and several kinks in the catheter at 51 cm, 53.5 cm, 134.1 cm, 134.7 cm, 169 cm and 170.6 cm from the distal end of the device. No portion of the balloon appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Balloon material damage can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ in the additional information provided, the user stated that negative pressure was not applied to the balloon prior to advancement through the endoscope. This is the most probable cause of the reported observation. The instructions for use state: "maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Application of negative pressure will also aid in balloon preservation and optimize balloon performance. Over inflation of the balloon can be a cause of bursting of the balloon. The instructions for use warning the user: "during dilation, do not inflate balloon beyond maximum indicated inflation pressure." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action; corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure was not applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. The balloon burst and required new balloon setup for use.